Event description:
It was reported that the user was unable to scan an fsl3+ sensor while using the ilet system, and customer care provided stepwise troubleshooting that included phone restarts, app reinstallation, bluetooth removal and re-pairing, and an ilet restart. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included guided troubleshooting and user education to restore sensor communication. Investigation of this case revealed no clinical effects and no reported adverse outcomes, consistent with a scanning or connectivity issue without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a non-clinical usability or connectivity issue.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.